Event description:
It was reported that after using the high flow insufflation unit with the flow rate set to 20, it still did not work even when changed to 40. During the operation, the power was turned on and the flow rate was changed from 20 to 40, and it worked. The intended procedure was a therapeutic laparoscopic nucleotomy and was completed using the same device. The operation time was extended longer than planned because the insufflation device was turned back on during surgery. There was no reported patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B3 event date: occurred on an unknown day between march 25th and march 29th, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The event was unable to be reproduced. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.